Event description:
Allegedly, patient underwent thr on (B)(6) 2019. Revised on (B)(6) 2024 due to an infection. Washout performed, head and liner replaced. Australia-c24-597.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.